Event description:
It was reported that the patient experienced pain. No device malfunction was suspected. The patient underwent an explant procedure, and the explanted devices were disposed by facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2014. Explant date: 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 14716646/ 14933249.